Event description:
Additional information received reported that there was a possible enlargement of the aneurysm diameter caused by a type iii or type ii endoleak. A CT was done and the aneurysm reportedly had a propensity for enlargement and additional treatment was performed. It was noted that there was a possible type iii endoleak from the limb so a new contralateral limb was added to line the existing contralateral limb. A pre-operative angiography did not confirm a significant leak. After the additional limb was implanted it was determined that there was no remaining endoleak and the procedure was completed. The physician stated that it was cleared of the possibility of a type iii endoleak with this additional treatment and if the enlargement the aneurysm was confirmed there would be a high likelihood of a type ii. It was further reported that a junction leak from between the main body and the contralateral limb was confirmed. After relining the limb angiography confirmed that the endoleak resolved.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. It was reported that a post-operative angiography was carried out before discharged and a type ii endoleak or type iii endoleak was confirmed near the contralateral gate. Enlargement of the aneurysm diameter was also confirmed. It was noted that the patient was to be monitored. Since that time, the patient has had impaired renal function. It was noted that a contrast enhanced CT was not carried out, but the patient has been monitored with plain CT. The aneurysm diameter had reportedly enlarged and there was a possible type iii endoleak. The physician noted that it seemed that there was a short overlapping length on the contralateral limb that was initially implanted, which might be the cause of a type iii endoleak. The patient was to be monitored. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the renal failure had nothing to do with the device.

Manufacturer narrative:
(B)(4).